Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the back of the pump and a missing retainer ring found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display cover, cracked overlay, pillowing overlay, cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails. Customer has returned pump due to a crack in the back of the insulin pump and a missing retainer ring. Cracked battery tube, cracked battery tube threads and cracked corner of belt clip rails confirmed during visual inspection. Missing retainer ring is not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was missing. Customer stated that the reservoir was locking in place when inserted into the insulin pump. Customer stated that there was crack at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.